Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that after experiencing dizziness, and subsequently bumping into a wall, the adc device detached. Due to detachment of sensor, customer was unable to obtain glucose readings from sensor and experienced a loss of consciousness. The customer was taken to a hospital and treated with glucose injection for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Inspected the plug assembly & the adhesive, no issues were observed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that after experiencing dizziness, and subsequently bumping into a wall, the adc device detached. Due to detachment of sensor, customer was unable to obtain glucose readings from sensor and experienced a loss of consciousness. The customer was taken to a hospital and treated with glucose injection for hypoglycemia. There was no report of death or permanent injury associated with this event.